Event description:
The hospital reported that a lithotriptor pipe broke inside the handle as a physician attempted to crush a common bile duct stone. The procedure was discontinued and the basket and captured stone remained inside the patient. The patient was subject to a follow up procedure but was eventually taken to surgery for removal of the broken basket and common bile duct stone.